Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller changed from one power port to the other before the batteries were down to 25%. The battery was exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
The reported power switching event could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing.    No failure detected, the reported power switching event could not be duplicated at the bench level or confirmed through log file analysis as logs were not available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.